Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there is not an allegation present against the device itself nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred when physician accessed the epidural space at the l4-l5 vertebral level. Physician placed a single lead at the l5 vertebral level. Later, the patient presented with a headache which resolved without any intervention. Trial was completed and lead was removed on (B)(6) 2019.